Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). At this time, the suspect device has not been received by carefusion.

Event description:
The customer reported while using the avea ventilator; the unit displays ext hi ppeak (extended high peak pressure) when powered on. The customer reported the unit was taken out of service. The issue occurred on startup. There is no patient involvement associated with the event.

Manufacturer narrative:
Device evaluation: results of investigation: it was reported that a carefusion field service representative (fsr) evaluated the device onsite. The fsr replaced the gas delivered engine (gde), changed the model number, updated the software and ran calibrations.